Event description:
It was reported that stent migration occurred. The target lesion was located in the inferior vena cava. A 24x70/11fr uni plus 75cm wallstent endoprosthesis was deployed to treat the lesion. However, the deployed stent migrated approximately 1cm distal. A non-bsc balloon catheter was then inflated into the stent and used to drag the stent down into the appropriate position and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
B3: date of event updated.

Event description:
It was reported that stent migration occurred. The target lesion was located in the inferior vena cava. A 24x70/11fr uni plus 75cm wallstent endoprosthesis was deployed to treat the lesion. However, the deployed stent migrated approximately 1cm distal. A non-bsc balloon catheter was then inflated into the stent and used to drag the stent down into the appropriate position and the procedure was completed. No further patient complications were reported. It was further reported that there was a 70% stenosis in the lesion.